Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a hematoma occurred at the pocket site. The cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead were removed and a medication flush was performed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.